Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had a drawer failure the technical support specialist confirmed that the hit reset the users' passwords. The system functioned as intended after troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a log in issue. The customer stated that an existing user was unable to login, showing unable to authenticate. There were no adverse events or injuries reported based on this event.